Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The infusion set was used for 24 hours. No further information available.